Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 327439, 627439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pid pelvic inflammatory disease. Concurrent conditions included abdominal pain, abdominal bloating, constipation, dysfunctional uterine bleeding, uterine bleeding, uterine enlargement, bladder inflammation and ovarian cyst. Concomitant products included ibuprofen. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight fluctuation ("weight gain/ loss") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced headache ("headache"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, tlh, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, migraine, dyspareunia, fatigue, weight fluctuation, vulvovaginal pain and headache outcome was unknown. The reporter considered depression, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2017: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: pfs received. Lot number was added. Injury nos replace with new event pelvic pain. New events abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), depression, migraines / headaches, dyspareunia, fatigue, weight gain/ loss, vaginal pain was added. Concomitant condition , concomitant drug, lab data, reporter, patient demographics was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 327439-inv, 627439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pid pelvic inflammatory disease, diarrhea and fever. Concurrent conditions included abdominal pain, abdominal bloating, constipation, dysfunctional uterine bleeding, uterine bleeding, uterine enlargement, bladder inflammation and ovarian cyst. Concomitant products included ibuprofen. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight fluctuation ("weight gain/ loss") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced headache ("headache"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, tlh, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, migraine, dyspareunia, fatigue, weight fluctuation, vulvovaginal pain and headache outcome was unknown. The reporter considered depression, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2017: total bilateral occlusion. Lot number reported 327439 is invalid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, vaginal bleeding, abdominal distension. ~ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: update of information (batch is invalid) on 6-feb-2020: medical record received- reporter information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 627439, 327439-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pid pelvic inflammatory disease, diarrhea and fever. Concurrent conditions included abdominal pain, abdominal bloating, constipation, dysfunctional uterine bleeding, uterine bleeding, uterine enlargement, bladder inflammation and ovarian cyst. Concomitant products included ibuprofen. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight fluctuation ("weight gain/ loss") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced headache ("headache"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, tlh, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, migraine, dyspareunia, fatigue, weight fluctuation, vulvovaginal pain and headache outcome was unknown. The reporter considered depression, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2017: total bilateral occlusion. Lot number reported 327439 is invalid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, vaginal bleeding, abdominal distension. ~ lot number:627439 manufacturing date:2008/06. Expiration date:2010/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.